Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that motor did not rewind correctly. Customer also stated that reservoir compartment smell like insulin was leaked and there was reoccurring air bubbles problem. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08725 inches. Device recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a 2.0 unit fill cannula delivery. Then device delivered the 2.0 units properly with water exiting the infusion set. Delivered a test bolus. No air bubble anomaly noted when inspecting the test reservoir. No drive/motor anomaly or rewind anomaly noted. The motor was tested outside of the unit and passed. No moisture damage noted on the electronic assembly or on the motor. No insulin odor noted in the reservoir compartment. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).